Event description:
During active weaning from ventilator, the ventilator screen suddenly went blank. Pt was on pressure support ventilation (psv) of 8 and oxygen at 50%. The ambu bag was used on the patient during attempts by respiratory therapist to fix the problem. They were not able to fix the problem. The pt was able to be extubated without further difficulty.